Event description:
It was reported that an asymptomatic patient presented in clinic after receiving notifier for nsln episodes. The device was post-paced t-wave oversensing on the ventricular lead when pacing. The oversensing was noted on a stored egm. Recommended reprogramming changes to the device. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.